Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. It was reported that the balloon dilatation catheter (bdc) interacted with the moderately tortuous and heavily calcified anatomy resulting in the reported failure to advance. Several attempts were made in an attempt to advance the device but were unsuccessful. In this case, it is likely that upon manipulation of the device, against the reported difficulty, the balloon/tip ultimately peeled back and tore. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and moderately tortuous lesion in the right coronary artery (rca). A 2.5x15mm nc trek neo rx balloon dilatation catheter (bdc) was attempted to be advanced into the lesion; however, failed to cross due to the anatomy. Following several failed attempts to cross with the bdc, the bdc was removed and it was noted that balloon had peeled back and torn. A 2.0x15mm and a 2.5x13mm non-abbott balloon were used and the lesion was treated with a 3.0x48mm xience skypoint drug eluting stent (des), completing the procedure. There were no adverse patient effects nor clinical delay reported. No additional information was provided.